Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on received information, the reported problem is most likely related to bone growth around the reference electrode. The problem has been temporarily solved by re-fitting. Should additional, relevant information be received, the complaint can be re-opened.

Event description:
The patient performance is poor as she is not responding to ling sounds. According to further information, the patient is performing fine after re-fitting.

Event description:
The patient performance is poor as she is not responding to ling sounds.